Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus'), device dislocation ('coil was identified by x ray located in the left abdominal pelvic area/essure device visualized within the left pelvis/'), device breakage ('migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus') and pregnancy with contraceptive device ('pregnancy (no complications) unexpected pregnancy') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was told there was difficulty placing coils on one side." And device ineffective "device ineffective". The patient's medical history included uterine hemorrhage, ovarian cyst, vaginal burning sensation, pregnant (pregnant ((B)(6) 2014). Pregnant ((B)(6) 2007). Pregnant ((B)(6) 2005)), gravida (4) and parity (3). Previously administered products included for an unreported indication: diflucan and monistat. Concurrent conditions included genital bleeding, menometrorrhagia, uti, acute vaginitis, vaginal discomfort, burning micturition, amenorrhoea, vaginal discharge abnormality, itching, gardnerella vaginalis test positive, cyst and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, ibuprofen for pain as well as ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) and colecalciferol (vitamin d3). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) on and off bleeding."), depression ("hormonal changes describe: depression"), fatigue ("fatigue"), alopecia ("hair loss, hair loss since getting the essure"), abdominal pain ("pain abdominal cramping and back pain/I was having extreme cramping after having the device implanted and he said it could not be reversed.") And back pain ("pain abdominal cramping and back pain/ lower back pain"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In 2018, the patient experienced vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) on and off bleeding."), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs and hiatal hernia"), hiatus hernia ("gastrointestinal or digestive system condition type: ibs and hiatal hernia") and headache ("pain head"). The patient was treated with surgery (diagnostic laparoscopy with bilateral laparoscopy salpingectomy, diagnostic hysteroscopy and chromo). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, device breakage, pregnancy with contraceptive device, vaginal disorder, irritable bowel syndrome, hiatus hernia and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, depression, fatigue, alopecia, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, depression, device breakage, device dislocation, device expulsion, fatigue, headache, hiatus hernia, irritable bowel syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2017. At the end of the procedure the right cornua had 3 visible coils and left had 5 visible coils. Unspecified complication of foreign body accidently left in the body following unspecified procedure, initial counter patient is status post essure placement with possible displacement of one coil and could not find one device paroscopically on the left side. Essure device visualized within the left pelvis. However physician could not identify the coil on the left side, physician suspects the coil either came out spontaneously or is embedded in the myometrium. The other possibility is coiled completely came but of the tube and is in the upper abdomen. Coil was identified by x ray located in the left abdominal pelvic area. The hysteroscope was used to visualize the left essure coil but was not visible. At this point it was evident that the coil into the myometrium or had come out spontaneously vaginally, the right quadrant incision was bleeding mildly, and was unable to stop the bleeding with cautery so decide to close the subcutaneous bleeding. The patient was taken out in the stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Unremarkable right essure, migration of the left device into distal aspect of the fallopian tube without spillage of contrast into pelvis.. Pregnancy test - on an unknown date: encounter for pregnancy test, result positive. Ultrasound scan - on (B)(6) 2016: encounter for antenatal screening of mother & 19 weeks gestation of pregnancy. Multiple longitudinal and transverse sections revealed a singleton intrauterine pregnancy with the fetus in a variable presentation. The amniotic fluid volume appears to be normal. The placenta is posterior in implantation and there is no placenta previa.. X-ray - on an unknown date: coil was identified by x ray located in the left abdominal pelvic area. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: coil was identified by x ray located in the left abdominal pelvic area/essure device visualized within the left pelvis. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received. New events migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus, coil was identified by x ray located in the left abdominal pelvic area/essure device visualized within the left pelvis, migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus, pregnancy (no complications) unexpected pregnancy, device ineffective, she was told there was difficulty placing coils on one side, pelvic pain, abnormal bleeding (vaginal, menorrhagia) on and off bleeding, hormonal changes describe: depression, infection (bladder/ urinary tract/vaginal) type: vaginosis, fatigue, gastrointestinal or digestive system condition type: ibs and hiatal hernia, hair loss, hair loss since getting the essure, pain abdominal cramping and back pain/I was having extreme cramping after having the device implanted and he said it could not be reversed, pain abdominal cramping and back pain/ lower back pain and pain head were added. Patient information date of birth, height and race were added. Product information indication, date of insertion and date of removal were added. New reporter and consumer address were added. Medical history lab data and concomitant medication (depo provera, citranatal assure, vitamin d3, ibuprofen) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus'), device dislocation ('coil was identified by x ray located in the left abdominal pelvic area/essure device visualized within the left pelvis/'), device breakage ('migration of essure device location of device: uterus, a piece was left behind and is floating in my uterus') and pregnancy with contraceptive device ('pregnancy (no complications) unexpected pregnancy') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was told there was difficulty placing coils on one side." And device ineffective "device ineffective". The patient's medical history included uterine hemorrhage, ovarian cyst, vaginal burning sensation, pregnant (pregnant (09aug2014) pregnant (06oct2007) pregnant (27sep2005)), gravida (4*) and parity 3 (3*). Previously administered products included for an unreported indication: diflucan and monistat. Concurrent conditions included genital bleeding, menometrorrhagia, uti, acute vaginitis, vaginal discomfort, burning micturition, amenorrhoea, vaginal discharge abnormality, itching, gardnerella vaginalis test positive, benign neoplasm and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, ibuprofen for pain as well as ascorbic acid;calcium citrate;colecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (citranatal assure) and colecalciferol (vitamin d3). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) on and off bleeding."), depression ("hormonal changes describe: depression"), fatigue ("fatigue"), alopecia ("hair loss, hair loss since getting the essure"), abdominal pain ("pain abdominal cramping and back pain/I was having extreme cramping after having the device implanted and he said it could not be reversed.") And back pain ("pain abdominal cramping and back pain/ lower back pain"). On (B)(6) 2014, the patient had essure inserted. On 31-oct-2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 1 month after insertion of essure. In 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) on and off bleeding."), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs and hiatal hernia"), hiatus hernia ("gastrointestinal or digestive system condition type: ibs and hiatal hernia") and headache ("pain head"). The patient was treated with surgery (diagnostic laparoscopy with bilateral laparoscopy salpingectomy, diagnostic hysteroscopy and chromo). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device dislocation, device breakage, pregnancy with contraceptive device, vaginal infection, irritable bowel syndrome, hiatus hernia and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, depression, fatigue, alopecia, abdominal pain and back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, depression, device breakage, device dislocation, device expulsion, fatigue, headache, hiatus hernia, irritable bowel syndrome, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal date (B)(6) 2017. At the end of the procedure the right cornua had 3 visible coils and left had 5 visible coils. Unspecified complication of foreign body accidently left in the body following unspecified procedure, initial counter patient is status post essure placement with possible displacement of one coil and could not find one device paroscopically on the left side. Essure device visualized within the left pelvis. However physician could not identify the coil on the left side, physician suspects the coil either came out spontaneously or is embedded in the myometrium. The other possibility is coiled completely came but of the tube and is in the upper abdomen. Coil was identified by x ray located in the left abdominal pelvic area. The hysteroscope was used to visualize the left essure coil but was not visible. At this point it was evident that the coil into the myometrium or had come out spontaneously vaginally, the right quadrant incision was bleeding mildly, and was unable to stop the bleeding with cautery so decide to close the subcutaneous bleeding. The patient was taken out in the stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Unremarkable right essure, migration of the left device into distal aspect of the fallopian tube without spillage of contrast into pelvis. Pregnancy test - on an unknown date: encounter for pregnancy test, result positive. Ultrasound scan - on 03-nov-2016: encounter for antenatal screening of mother & 19 weeks gestation of pregnancy. Multiple longitudinal and transverse sections revealed a singleton intrauterine pregnancy with the fetus in a variable presentation. The amniotic fluid volume appears to be normal. The placenta is posterior in implantation and there is no placenta previa.. X-ray - on an unknown date: coil was identified by x ray located in the left abdominal pelvic area.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: coil was identified by x ray located in the left abdominal pelvic area/essure device visualized within the left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.